Event description:
Clinical study #0536-001. It was reported that 68 days post index procedure, the pt expired. The index procedure treated a de novo proximal lad. The vessel was 3 mm in width, and 14 mm in length. The lesion was 80% stenosed and there was mild calcification. The physician predilated the lesion, prior to placing a 3 x 20 mm taxus liberte stent. Residual stenosis was 0% post procedure. The pt was discharged 2 days later, on aspirin and plavix. On day 68, the pt expired due to sudden cardiac death. The site listed ventricular tachycardia as the "most probable cause". The pt was taking aspirin and plavix at the time of death. In the opinion of the physician, there is no relationship between the death and the liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.